Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the fill estimate displays 180 units, and approximately 30 minutes later, the insulin gauge displays 160 units. The contact was unable to provide the date of the event. There was no impact to the customer's blood glucose level. Tandem technical support educated the customer on insulin gauge calculations. Although requested, the customer declined to upload the pump data logs for further review of the reported events.